Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus with the ratchet of bml handle switched on, the doctor could not rotate the bml handle knob. He switched it off and attempted to open the basket but he couldn't. While he tried to move the basket wire, the handle side of the device broke. After that, he tried to withdraw the basket wire and it could be removed with the calculus grasping. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. The basket was deformed. Therefore, omsc considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.